Event description:
It was reported that the battery was no longer charging.. During troubleshooting, the distributor could not start the pump despite attempts to charge it with different cables. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.